Event description:
The rep was able to accurately trace on the resin head. The whole head was within 2mm of accuracy due to the yellow sphere of accuracy and the accuracy metric number was 1.7mm.

Manufacturer narrative:
H3: software logs were returned and it was noted that the archives contained a total of 25 MRI exams, out of which few are "not optimal for stealth" and few are having "restricted use" error. Mr-22 and mr-23 were merged and used for plan, registration and navigation. Only 1 registration was done with error metric of 2.2 mm. Most of the traces were not started from tip of the nose. They started from middle of the nose then forehead and superior areas. There were a lot of traces were under the skin. However there was not enough evidence to know the exact root-cause of the issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Serial number is unavailable. No devices were returned to medtronic for analysis. Device manufacturing date is unavailable. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used during a cranial biopsy procedure. It was reported that there was an allegation of inaccuracy. The biopsy was of a lesion adjacent to the ventricle. A tracer registration was performed with a 2.2 accuracy metric, landmarks were checked and the doctor moved forward with the biopsy. When the doctor pulled back, all he got back was cerebrospinal fluid (csf) and as such couldnt cut off brain tissue in the cutting window. His determination was that the navigation was inaccurate as he was in the ventricle. The doctor then made a second burrhole lateral to the first in an attempt to avoid the ventricle. The second tract allowed for tissue sample and diagnosis of lesional tissue. There was a reported delay to the procedure of around 7 minutes as he made a second burrhole and placed his navigus and needle. There was no reported impact to the patient.